Manufacturer narrative:
(B)(4)

Event description:
It was reported by that during an unknown surgery, the doctor felt that the battery became heated more than usual. The cartridge color was gold. The same device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p55g81. The analysis found that one (B)(4) device was returned with no apparent damage and with one (B)(4). Cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.